Event description:
It was reported that during the implant procedure the patient reported pain in the chest whenever the lead helix was extended. The helix would "pop" out after 5 turns. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).